Event description:
The manufacturer received information alleging that a dreamstation auto CPAP device's power cord is torn and the core inside is visible. There was no patient harm or injury reported.